Event description:
A vns patient had a prophylactic replacement of their generator because they could not feel their stimulation. Device testing prior to replacement of their generator confirmed device function. On (B)(6)2009: system diagnostic test: output status ok, lead impedance ok, dcdc 2 eri no. Normal mode testing: output status ok, lead impedance ok, dcdc 3 eri no. The explanted generator was returned for product analysis and device output signal was monitored for more than 24-hours, while the generator was placed in a simulated body temperature environment. While the generator output did show some variation over the 24-hour monitoring period, the device provided the expected level of output current (resulting in a measured 9v across the 4k ohm load resistance, with a +/- 10% tolerance) for the entire monitoring period. An additional fluid immersion test was performed. The generator was programmed to the "as received" parameters and placed in a saline solution with a test lead. The device's output signal was monitored until a change in the output signal amplitude was detected. Over time, the output signal amplitude decreased while in the saline solution. When it was removed from the saline solution and placed in a simulated body temperature environment, the output signal amplitude increased. No fluids were observed in the header lead cavity area, post removal of the lead and septum. No surface anomalies (delamination, voids, or holes) were noted on the device. Before the header was removed, the electrical resistance between each feed-thru wire to the generator case measured approximately 8.5m ohms (dry at bench). The value typically observed at the bench is 15m ohms. When the adhesive was removed from the feed-thru assembly, the conductive path was lost. Based on results of the fluid immersion test, it appears that over a period of time fluids penetrate the header backfill adhesive and interact with the residue found on the feed-thru assembly ceramic. Observation of the monitored voltage levels suggest that an unintentional conductive path is formed, resulting in a decreased output signal amplitude to the intended load. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator is operating within designed limits, meeting manufactures final electrical test. With the exception of some slight voltage variation during the device output monitoring evaluation, there were no performance or any other type of adverse conditions found with the pulse generator.